Event description:
It was reported that the device stopped working and the user could not get it to work. The reporter was informed that the software needed to be updated. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of event history logs showed multiple alarms of maintenance recommended. Functional testing was performed and a system advisory maintenance recommended message was observed at power up. The reported complaint was able to be duplicated; however, the root cause of the issue was an annual preventative maintenance reminder. The device was found to be operating as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.